Event description:
It was reported that the patient is experiencing iris chafing in her right eye. Further, the doctor reports iris transillumination defects at the 2:30 and 3:00 o'clock positions. Patient has had several episodes of posterior segment haemorrhage. At this time, there are no plans for removal of the lens as the patient's vision has recovered quite well. The implant date and date of the event were not reported.

Manufacturer narrative:
The doctor provided an anterior segment photograph of the implanted lens in the right eye. The doctor further reports that the lens haptic is adjacent to the iris causing the chafing issue. Whether the whole intraocular lens (iol) or just the haptic is in the sulcus is difficult to say on the basis of examination and ultrasound biomicroscopy (ubm). The operative record made no mention of sulcus placement and if we assume that the (implant) surgery was routine, then it appears the iol has migrated from the bag into the sulcus. Evaluation of anterior segment photograph: a review of the photograph by abbott's medical monitor indicated agreement of the doctor's recent report explanation that the iol is not in the bag (partially or completely) and it is clear that there is contact between the lens haptic and the back of the iris. To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device remains implanted to date.the right lens chafing syndrome, in the patient''s right eye, was induced six (6) years after surgery.the patient had no history of problems until the intraoccular bleeding started in (B)(4) 2010. No further information was provided.a review of the manufacturing records revealed the lens met all specifications.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Intraocular lens. Chafing. To date, the lens remains implanted. Abbott's medical monitor reviewed the photographs provided by the doctor and confirmed the chafing of the iris. Further, it was indicated that the optic of the lens has a sharp edge. If the lens is implanted outside of the bag, this could cause the trauma as reported. All pertinent information available to abbott medical optics has been submitted.